Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2015 for further investigation. During the investigation the fse found probe 4 was very loose. Also, the plastic washer that clamps the probe to the bracket was stripped . The fse replaced the wash probe, cleaned out b/f incubator and realigned all 4 probes. Then the fse ran controls and all results were within range and without any errors. Instrument is functioning as intended and was released. The most probable cause for this event is the wash probe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 the customer reported error 2242 b/f probe 4 purge failure on their aia-2000. Customer requested service in order to address the reported issue which resulted in delay reporting of results for lhii and pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.